Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s umbilical hernia with repair. Hernia is a well-documented complication in pd patients due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. Currently, there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused the hernia. However, due to the temporal relationship of pd with the fresenius cycler and known risk for hernia with this treatment modality, the use of the device cannot be excluded as a contributory factor in this case.

Event description:
On 24/nov/2025, it was reported that this patient on peritoneal dialysis (pd) had a hernia during a call to customer support for a separate issue of ¿draining slowly¿ during pd treatment with the fresenius cycler. In additional follow-up, the patient¿s pd nurse stated the patient has an umbilical hernia. It was stated that the patient started pd therapy (B)(6) 2023. It was reported that when the patient underwent pd catheter (not a fresenius product) exchange on (B)(6) 2025, the umbilical hernia was discovered. Per the nurse, the patient was asymptomatic, and the umbilical hernia did not require any medical intervention at that time. The hernia was under observation only. However, the nurse indicated that patient¿s umbilical hernia increased in size over time. As a result, on (B)(6) 2025 the patient underwent umbilical hernia repair. The patient¿s pd prescription was changed from a fill a fill volume of 1850ml to 1000ml after the hernia repair to let the site heal. The patient continued pd with the same cycler. Per the nurse, the reported draining slowly issue was due to the decreased ultrafiltration from the newly prescribed low fill volume (1000ml). The nurse stated the patient¿s pd prescription was changed back to a fill volume of 1850ml and the draining slowly issue resolved.

Event description:
On (B)(6) 2025, it was reported that this patient on peritoneal dialysis (pd) had a hernia during a call to customer support for a separate issue of ¿draining slowly¿ during pd treatment with the fresenius cycler. In additional follow-up, the patient¿s pd nurse stated the patient has an umbilical hernia. It was stated that the patient started pd therapy (B)(6) 2023. It was reported that when the patient underwent pd catheter (not a fresenius product) exchange on (B)(6) 2025, the umbilical hernia was discovered. Per the nurse, the patient was asymptomatic, and the umbilical hernia did not require any medical intervention at that time. The hernia was under observation only. However, the nurse indicated that patient¿s umbilical hernia increased in size over time. As a result, on (B)(6) 2025 the patient underwent umbilical hernia repair. The patient¿s pd prescription was changed from a fill a fill volume of 1850ml to 1000ml after the hernia repair to let the site heal. The patient continued pd with the same cycler. Per the nurse, the reported draining slowly issue was due to the decreased ultrafiltration from the newly prescribed low fill volume (1000ml). The nurse stated the patient¿s pd prescription was changed back to a fill volume of 1850ml and the draining slowly issue resolved.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.